Event description:
Per the clinic, the patient experienced open circuits and poor performance with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, there are plans to explant the device and to reimplant with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.